Event description:
A vaxcel PICC line was placed for therapeutic purposes in 2005. Upon infusion, it was reported leaking occurred and a hole was noticed just below the suture wing. The PICC line was removed and an IV line was placed instead.